Event description:
On 08/02/2024, it was reported by a facility representative via (B)(4) that (qty. 2) of an ar-3355-4050 pano arthroscopes had an edge to it like it got shaved damaged. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported condition was confirmed and found to be due to misuse from the customer.